Event description:
The customer reporting that while running an hiv-1 p24 antigen assay a sample barcode in position in h1 was read misread. Customer also reported a sample barcode in position h5 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.